Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation. There is insufficient information on the procedure date and thus a system log review was not able to be performed. This medwatch report is submitted for the reported post-operative complications and a separate medwatch (MFR report number 2955842-2023-21385) is submitted for a case report of an intra-operative complication mentioned in the same article. Source of the article: jin y, zhang s, cai d, zhang y, luo w, chen k, chen q and gao z (2023) robot-assisted resection of choledochal cyst in children. Front. Pediatr. 11:1162236. Doi: 10.3389/fped.2023.1162236. Field a2 reflect mean age of patients received robotic surgeries. Field a3 reflect majority of the patients' gender that received robotic surgeries. Field b3 reflect published date of the article as the actual event date is not provided in the article.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿robot-assisted resection of choledochal cyst in children¿, the following complications were reported. A retrospective study that included 133 patients with choledochal cyst who underwent surgical resection from april 2020 to february 2022 at a single site was performed. Ninety-nine patients (25 males and 74 females) underwent da vinci xi assisted surgery and 34 patients (4 males and 30 females) received conventional laparoscopic assisted surgery. In the robotic assisted group, post-operative complications were reported including one post-operative incisional hernia, one post-operative hemorrhage and three patients developed post-operative bile fistulae. The patients that had post-operative bile fistula were treated using conservative treatment including fasting, total parenteral nutrition, antibiotic and somatostatin treatment, since the patient's vital signs were stable with no obvious signs of peritonitis. These patients' abdominal drainage volumes gradually decreased and improved and did not require an additional surgery. The patient that experienced post-operative incisional hernia required a second surgery to repair. According to the article, the patients were followed up for six up following the surgeries, and all the patients recovered very well, and the abdominal incision was well healed. There was no mention of any malfunction of da vinci systems, instruments or accessories in the article.